Event description:
Other surgical or insertion issue: implant fell off the insertion driver onto the floor prior to insertion of the implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).